Manufacturer narrative:
Company comment: the serious events of oedema, necrosis at implant site and the non-serious events of induration, atrophy and inflammation at implant site were considered expected and possibly related to the treatment with sculptra and unexpected and unrelated to the treatment with restylane skinboosters vital light because events started prior to treatment. The non-serious event of bruising at implant site was considered expected and possibly related to the treatment with restylane skinboosters vital light treatment and unexpected and unrelated to the treatment with sculptra. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The potential root cause is the treatment procedure, and a more specific cause cannot be established based on the available information. The recurrence of events could be triggered by concomitant filler treatments. The event of implant site atrophy is secondary to the corrective corticosteroid treatment given. Sculptra was intentionally misused with regards to reconstitution and cannula use. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and have provided sufficient information to assess the potential root cause, indicating a possible association with the treatment procedure. Lot number was not reported, and the product could not be verified. Follow-up will be requested to obtain the lot number and any additional relevant information. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 05-jun-2026 by a physician via sales representative concerning a female patient of an unknown age. Additional information was received on 07-jun-2026 from the same reporter. The patient denies any significant medical conditions or taking any medications. No allergy history was provided. The patient had previously received periodic treatment with botulinum toxin [botulinum toxin nos] and unspecified ha filler from (B)(6) 2022 at the physician's office. On (B)(6) 2024, the patient received first treatment with 10 ml of sculptra (lot unknown), 5 ml to each side at the malar level, nasolabial folds, and lower mid-third using cannula with unknown injection technique. Sculptra was diluted in 9 ml of water for injections [water for injection] and 1 ml of lidocaine [lidocaine]. Sculptra was diluted to final volume of 10ml/injected using cannula (intentional device misuse). After the treatment, the patient developed right hemi lateral edema (implant site oedema). The patient was recommended corrective treatment with bentelan [betamethasone sodium phosphate] 2 mg for 3 days, but the patient refused and self-administered only 1 mg. On (B)(6) 2024 and (B)(6) 2024, the patient received two tecar therapy sessions, which resolved the edema. On (B)(6) 2024, the patient received second treatment with 10 ml of sculptra, 5 ml to each side at the malar level, nasolabial folds, and lower mid-third using cannula with unknown injection technique. Afterwards, the patient again presented with mild chronic diffuse edema that persisted for months, during which time she discontinued all other therapies. From (B)(6) 2024 to (B)(6) 2024, the patient underwent 10 sessions of tecar therapy with significant improvement in her edema. After the issue resolved, she resumed hyaluronic acid treatments with 1 ml saypha rich croma 18mg ha/ml on (B)(6) 2024, 2 ml profhilo ibsa 17 mg ha/ml on (B)(6) 2024 and 2.5 ml jalupro sh 32 mg ha/ml on (B)(6) 2025. On an unknown date in 2025, the above administrations reactivated an inflammatory reaction (implant site inflammation) on the left side, which generated edema. An etg scan was performed at the physician office, revealing a thickening (implant site induration) in the lower middle third of the left side, corresponding to the mandibular angle and the mandibular profile, external to the region of the depressor lip inferior muscle. On (B)(6) 2025, under ultrasound guidance, 1 ml of a 1:10 solution of triamcinolone acetonide [triamcinolone acetonide] 40 mg was administered to both sides. On an unknown date in 2025, the patient experienced symptoms of corticosteroid atrophy (implant site atrophy) on the left side. On (B)(6) 2025, the patient received treatments with restylane skinboosters vital light to the deep dermis of face (unknown amount, lot number, injection technique and needle type). Due to the appearance of bruises (implant site bruising) and given the upcoming hot weather, all treatments were suspended and the patient was awaiting further evaluation. On (B)(6) 2025 the patient underwent etg at the right mandibular angle, in the context of the subcutaneous adipose tissue, the presence of a polylobulated hypoechoic formation with a maximum diameter of 15 x 3 mm is detected, located at a distance of 3 mm from the skin level and featuring intense peripheral vascularization, possibly an expression of residual infiltrated material. At the level of the left cheek, at the level of the skin discoloration, an oval portion is noted in the context of the subcutaneous fat close to the skin profile, with a maximum diameter of 10 x 6 mm, in homogeneously hypo and isoechoic, featuring tenuous peripheral vascularization due to the result of suspected liponecrosis (implant site necrosis). In the context of the adjacent subcutaneous adipose tissue, some hypoechoic oval formations coexist, the largest of which has a maximum diameter of 5 x 4 mm and is located at a distance of approximately 3 mm from the skin level, featuring tenuous peripheral vascularization, possibly an expression of residual infiltrated material. The patient returned to the physician office on (B)(6) 2026, with minimal residual symptoms. She was accompanied by a plastic surgeon for further consultation, and a new ultrasound was recommended. On (B)(6) 2026, etg was performed. Montegen therapy was recommended to reduce the inflammatory reaction, but the patient refused. Therefore, zachelase lox treatment was started, which improved the symptoms and clinical picture upon resolution. Outcome at the time of the report: edema was recovering/resolving. Suspected liponecrosis was recovering/resolving. Thickening was recovering/resolving. Atrophy was recovering/resolving. Inflammatory reaction was recovering/resolving. Bruises was recovering/resolving. Sculptra was diluted to final volume of 10 ml/injected using cannula was recovered/resolved.